Event description:
It was reported that the pulse generator could not be interrogated with radiofrequency enabled, while still in the box. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that testing indicated a failure of the rf module.